Event description:
The caregiver found the pt, on the floor, beside the bed. It appeared that the mattress was over-inflated on one side. There was no pt injury.

Manufacturer narrative:
The pt was placed on this mattress on (B)(6) 2011 and the event occurred on (B)(6) 2011. The mattress had been in use with other pts prior to this as well. After the fall the facility maintenance staff reviewed the mattress and felt that one side of the mattress was over-inflating, so they placed another control unit with the mattress and observed the same thing. On (B)(6) 2011, a span-america rep visited the facility to evaluate the mattress. They found the mattress, stored on its side, to be in good condition, but noticed the inflation system had shifted inside the foam shell. We have attempted to simulate this, but unsuccessful. This product has been commercialized for over 10 years and a review of the post production risk management past 6 years, shows this as the only event of this nature. The product design has many safety features to prevent an over-inflation failure mode, both in the pump and inflation system. The pumps pressure relieve valve will activate when the pressure assumes a certain level and the inflation system. The pump's pressure relieve valve will activate when the pressure assumes a certain level and the inflation system is enclosed in a material that will "hold" the tubes from expanding to unsafe levels. The review of the mattress showed these features to be in good shape. Our post-production risk management shows a broadly acceptable level, and with this being the only reported event of this nature, we do not plan to take any further action at this time.